Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, the second implant of a fast-fix 360 dislodged from the inserter. The t1 implant was successfully removed using tweezers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported. The patient is in good status.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.